Event description:
The patient underwent placement of left-sided nephrostomy tube by interventional radiology. The procedure was technically challenging due to multiple forniceal strictures. A 2 cm fragment from the access wire inadvertently fractured and was left within a calyx. The physician documented that he anticipates no clinical sequela given that the wire is completely inert. FDA safety report ID# (B)(4).